Event description:
It was reported that pump showed malfunction alarm with code 9 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.